Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the silicon handle/ quick coupling with rotating cap would not lock shafts in place. This was discovered during inspection. There was no patient involvement. Concomitant device reported: unknown stardrive screwdriver shafts (part# unknown, lot# unknown, quantity unknown). This complaint involves one (1) device. This report is for one (1) silicone handle/quick coupling w/ rotating cap. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the silicone handle/quick coupling w/ rotating cap (p/n: 03.118.111, lot number: t146729) was received at us cq. Upon visual inspection, the turning knob on the distal end squeaks when rotated, and device did not operate smoothly. Functional test: a functional assessment was performed on the complaint device. The turning knob squeaks when used, and the proximal tip does not operate smoothly. A screwdriver shaft could not be held by the quick coupling component. The complaint condition can be replicated. Service and repair evaluation: it was reported that on an unknown date, the silicon handle/ quick coupling with rotating cap won't lock shafts in place. The repair technician reported the device operation to be smooth and non-binding through entire range of operation failed. Supplier unable to repair is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Dimensional inspection: a dimensional inspection was not performed as the internal components were inaccessible without destruction of the device. Document/specification review: documents were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the quick coupling component could not hold a screwdriver shaft. Additionally, the turning knob squeaks and the proximal tip does not operate smoothly. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history: part number: 03.118.111. Lot number: t146729. Manufacturing site: tuttlingen. Release to warehouse date: 02-jun-2017. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. H11 corrected data: d10. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.